Event description:
Please disregard the follow up report 1 that was submitted for a correction to the initial reporter information as the follow up report 1 was submitted in error. The correction reporter information was submitted correctly on the initial MDR.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2021. It was stated that the patient used closed-loop insulin pump therapy. The cgm indicated a hypoglycemic condition. However, the capillary control (bg) measurement indicated a normal to hyperglycemic glucose level. There was a vague indication of ketoacidosis having occurred but no signs and symptoms or treatment for this were reported. The false low cgm value prevented the insulin pump from providing adequate insulin which resulted in hyperglycemic and/or diabetic ketoacidosis (dka) event. Repeated calibrations of the cgm were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.